Event description:
During an atrial septal defect (asd) closure with an amplatzer septal occluder, the device detached prematurely from the delivery cable during deployment. The device was percutaneously retrieved with a snare without incident. The defect was not closed percutaneously. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available a supplemental report will be filed.

Manufacturer narrative:
The amplatzer septal occluder was received at aga medical in its original configuration and decontaminated. The device was measured and the size was confirmed to meet dimensional specifications. The device threads were examined microscopically and no defects were observed. The device threads were found to be in specification using calibrated thread gages. The device was attached fully and securely to and detached from a test delivery cable using minimal effort and no difficulties were encountered.during manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and attaching and detaching to a test delivery cable. A review of manufacturing documentation confirmed this device successfully completed these tests. The cause of the premature release of the device from the delivery cable could not be determined since the delivery system was not returned to aga medical for investigation. However, the device was manufactured according to specifications as evidenced by the testing performed upon return to aga medical.

Manufacturer narrative:
This event was initially reported to aga medical as a premature release of the device from the delivery cable. Further information was received which determined the device was deployed and released from the delivery cable and subsequently embolized to the arterial side and was snared in the descending aorta. No imaging of the procedure was received. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure.the cause of the embolization could not be determined with the information received. However, the device was manufactured according to specifications as evidenced by the testing performed upon return to aga medical.